Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage, observed 1 opening assessed as surgical damage like and observed delamination partial in the valve assessed as adhesive failure. Additional observations: observed creases on the surface of the device. Observed white particles on the surface of the device. Observed nick striated assessed as surgical tool scratch like. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d6a, d6b, d9, h3, h6.